Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 6 multiple pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 6 multiple pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawer 6 had multiple pockets that were not detected on the bus. The field service engineer (fse) found that auxiliary drawer 6 was not detected on the bus. Upon inspection, the fse identified a broken retractor band and rail as the cause of the malfunction. The fse returned to repair the damages. The damaged slides for drawer were replaced, along with the retractor band and the drawer controller board, which had been damaged by the bearing cage. Functionality was verified in diagnostics, and escort confirmed functionality in the application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) part analysis: the report condition of aux1 drawer 6 multiple pockets not detected on bus was confirmed during fse (field service engineer) testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that aux drawer 6 was not detected on bus. The field service engineer (fse) found broken retractor band and rail were the cause of malfunction. The fse replaced damaged slides for drawer 6 and replaced retractor band and drawer controller board due to damage from bearing cage. Finally, it was verified functionality in diagnostics. The report was closed. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with a missing connector (j201). Pn 151903-01: the "pcba fh cubie pmc" was received with no signs of physical damage, fluid ingress or missing components. Pn 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 151622-01: the testing from dchu was not required due to the missing connector (j201) observed during the visual inspection. Pn 151903-01: was evaluated on an esd protected surface with a calibrated dmm and failed during the fuse f200 resistance testing. Pn 353844-01: the testing from dchu was not required due to the signs of physical and thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was identified as: a) a missing connector (j201) on the pcba dwr cntlr v1.10/v1 which led to circuit instability and ultimately compromised the drawer's functionality. B) a blown fuse f200 on the pcba fh cubie pmc which led to circuit instability and ultimately compromised the drawer's functionality. C) physical and thermal damage on the "assy retractor dwr hh cubie" which compromised the drawer communication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 multiple pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the missing connector on pcba dwr cntlr, blown fuse on pcba fh cubie pmc, and thermal damage to assy retractor dwr hh cubie caused circuit instability, compromised communication, and resulted in drawer malfunction. However, there were no adverse events or injuries reported based on this event.